Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. The following sections were corrected: h6 component code. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Side effects of the administration of anesthesia are a known cause of chest pain, EKG changes, and myocardial infarction during the intraoperative and postoperative recovery. Elective total joint patients typically have a cardiac workup prior to surgery to assess the patient¿s physical readiness for surgery, hence reducing their risk for these cardiac related complications. Patients are at the highest risk immediately post op but continue to be at risk for several weeks after the procedure. As the reported complaint indicated, a cardiac postoperative complication developed, and medical treatment was warranted to treat the complication. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat#: 01.06010.206, lot#: 3229369, avenir std stem cemented 6. Cat#: 00223200418, lot#: 66323544, cerclage cable with crimp. Cat#: 00223200418, lot#: 66081021, cerclage cable with crimp. Cat#: 00223200418, lot#: 66722992, cerclage cable with crimp. Cat#: 00223200418, lot#: 66108551, cerclage cable with crimp. Cat#: 00223200418, lot#: 66053938, cerclage cable with crimp. Cat#: 00223200418, lot#: 67283878, cerclage cable with crimp. Cat#: 00223200301, lot#: 65749856, bone plate. Cat#: 00223200318, lot#: 63406394, cable for bone plate. Cat#: 00223200318, lot#: 65240136, cable for bone plate. Cat#: 00223200318, lot#: 64438890, cable for bone plate. Cat#: 00223200318, lot#: 65438577, cable for bone plate. Cat#: 00223200318, lot#: 63979245, cable for bone plate. Cat#: 00223200318, lot#: 64420727, cable for bone plate. H6: proposed component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one day post right hip surgery; the patient was transferred to another facility for an unknown cardiac issue. It is unknown what treatment was provided or why the patient needed to be transferred. Attempts have been made and no further information has been provided.